Event description:
On a (B)(6)2023 a patient underwent a fixation procedure from t11 to l5. The patient began to experience heavy lower back pain which resulted in difficulty walking. On (B)(6)2023 new images were taken which discovered the screw at the left l4 level had fractured. On (B)(6)2023 a revision occurred where the fractured screw was removed, replaced with an upsized screw and the construct was extended to the s1 level. The patients post revision status is unknown.

Manufacturer narrative:
The involved device was not returned but radiographs were provided confirming the alleged complaint. The patients post op activity levels and whether they experienced a fall or other accident is unknown. Review of the radiographs identified the fractured screw was at the bottom of a larger construct (t11-l5) and fusion could not be confirmed. Due to a lack of information provided a definitive root cause can not be identified however excessive construct loading, an extended period of non fusion and/or excessive postoperative physical activity as possible causes or contributors. No further evaluation can be completed. Label review: "potential adverse events and complications... As with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries." "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." "Pain, discomfort or abnormal sensations due to the presence of the device." "Warnings, cautions and precautions... Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture." "Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings... During the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." H3 other text : device not returned.